Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that surgery occurred to explant and replace the ipg, which addressed the issue.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgery may occur to address the issue.